Manufacturer narrative:
Evaluation of the device was completed, and as received, the implant coil was found stretched and detached from the pushwire when viewed within the introducer sheath. The pushwire was found to be bent at the proximal end. Additionally, the pushwire was broken distal to the break indicator at the manual detachment location (via hypotube), with the release wire pulled back. All other subassemblies appeared to be normal and no other anomalies were observed. As the received device condition did not match the complaint description, follow-up was conducted for additional information and to verify the correct device was returned without success. All coils are 100% inspected for damages and irregularities during manufacture. Based on the analysis findings the implant coil may have detached subsequent to the break in the pushwire when the release wire pulled back. Note: the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Event description:
Medtronic received information that during coiling treatment of a dissecting vertebral artery aneurysm; the coil was stretched during placement inside the aneurysm. The physician tried many times to adjust the coil to get the better position in the aneurysm but found the coil stretched. The physician withdrew the coil successfully and replaced it with another same size coil to complete the procedure. There was no patient injury reported. Evaluation of the returned device found that the implant coil was stretched and detached from the pushwire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.